Manufacturer narrative:
The vcure1470 generator (serial number (B)(6)) was returned to the manufacturer for a device evaluation. Functional check: unit is in good physical condition. Unit did not exhibit any spark event reported by customer in the last few days of testing. The reported fault was unable to be replicated despite several days of testing. The unit was calibrated and electrical safety tested and passed all testing. The unit passed all acceptance criteria. The customer's reported complaint that the unit sparked was not confirmed. After several days of testing, the reported complaint could not be replicated. The root cause for the unit noted to spark was undetermined as the customer's complaint could not be replicated. It was also reported by msa territory manager who observed customer start up routine, that the error was potentially caused by the key being inserted (and rotated into the "on" position) before the power was switched on (from the rear of the unit). This is the first reported error for unit spark. A review of the device history records (service order history) was performed for the reported serial number 14705235 for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit states: "esd (electrostatic discharge) occurs in air, causing a spark, when the potential difference between two bodies exceeds the dielectric strength of the air. The venacure 1470 laser has built-in protection from damage due to esd, but no protection is 100% effective and precautions should be taken to protect the venacure 1470 laser and any device connected to it. When connecting the venacure 1470 laser with another device, it is very important for the venacure 1470 laser, the device, and the user to be at or close to the potential of the earth. First, momentarily touch a grounded object to remove any existing static charge. Connect one end of the 9-way interface lead to the venacure 1470 laser, taking care not to touch the pins of the connector. Connect the other end of the 9-way interface lead to the device, taking care not to touch the male pins of the associated connector." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The vcure1470 generator (serial number (B)(4)) has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a venacure 1470 laser. During preparation for the second procedure of the day, the unit gave instruction to "turn device off and on to use the connected 65cm nevertouch fiber; therefore, staff powered the unit off and then back on. At this time, a nurse who was present, reporting seeing a spark from the power-outlet socket on the back of the machine, when the unit was rebooted. No smoke or burning smell was noted. After restarting the unit, the fiber was able to be activated and the patient was treated without further incident. The procedure was completed successfully and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported vcure1470 generator (serial number (B)(4)) is available for return to the manufacturer for a device evaluation.